Event description:
It was reported low impedance along with noise was seen on the lead. The lead was replaced. No patient complications were reported as a result of this event. Additional information received reported the device was explanted and replaced with low impedance issues. The physician questions a possible header problem of the ipg.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned for analysis. Analysis of the ipg is in process; the results will be forwarded when available.